Event description:
Drive medical has received an accident report from an attorney's office alleging that the claimant was injured due to a fall from a 3-wheeled power scooter that was originally distributed by drive medical. It was reported that the claimant was seated on left side of a bus in the scooter. While the bus was making a left turn, the claimant allegedly lost balance and fell sideways to her right and head first into rear door step well injuring left leg, right shoulder, and back. It was reported that only the right-rear of the 3-wheeled scooter was strapped with the rear restraint. The left part of the scooter was not strapped. In addition, the claimant was not wearing a seat belt while sitting on the scooter. No defect and/or malfunction on the scooter has been reported to drive medical. The alleged scooter has not been returned for evaluation up-to-date. This MDR report is based on the attorney's accident report.